Event description:
During an atrial fibrillation procedure, the sideport detached from the sheath hub. The introducer was used to perform transseptal puncture. A constant flush under pressure was attached to the sideport of the sheath. A spiral catheter was then deployed through the sheath into the left atria. The catheter was used to build geometry and a voltage map of the left atria. When starting the roof line, it was noted that the sideport tubing detached from the sheath hub. Another sheath was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sideport tubing was no longer attached to the hemostasis body. No other visual anomalies were noted. The proximal end of the sideport tubing was microscopically inspected. A small amount of adhesive was noted on the sideport tubing at the location where the hemostasis body met the tubing. No tearing or stretching of the tubing was noted. The extension tubing detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.